Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user contacted support stating the pump screen appeared cracked, with the cause of damage unknown, and a replacement pump was arranged with user education to shut down the device and use a backup plan and cgm in the interim. Symptoms included no reported impact to blood glucose and no adverse clinical effects. Outcomes included continued therapy management using cgm without alarms and arrangement for device replacement and return of the original unit. Investigation included collection of a replacement questionnaire, verification of shipping and return logistics, and instructions on device shutdown and data synchronization. Investigation of this device revealed a damaged display consistent with a screen crack, with no functional alerts reported and no data transfer expected to the replacement device, necessitating a new start-up process. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of undetermined origin.